Event description:
It was reported that there was a catheter kink. No patient symptoms were reported. The report indicated that the catheter was successfully revised. The type of medication, concentration, and daily dose being administered via pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.